Event description:
Began deployment 26mm evolut pro valve per standard procedure at 80 percent appointment valve visualized and showed it was not well expanded. Valve recaptured, tired 1/2 again with same result. Prepped new 26 mm valve when deployed resulted in same under expansion. Valve deployed outside body to test. Valve remained constrained.